Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for regular follow up. Device interrogation revealed the pulse generator had reached elective replacement indicator (eri) on (B)(6)2020, the physician alleged premature battery depletion. No intervention was reported. Patient was in stable condition.